Event description:
The manufacturer received information alleging a ventilator was not delivering enough pressure. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's mcahine flow sensor and blower motor were replaced to address the issue.